Manufacturer narrative:
(B)(4). The reported field event of noise and oversensing was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported through remote transmission that an episode of non-sustained oversensing due to myopotential oversensing was observed. It was noted that the patient was dependent and experienced dizziness. The device was explanted and replaced. The patient was stable post-procedure.